Event description:
The physician claims that during a procedure in 2003, the doty's method was performed in the aorta on a male who had williams syndrome. A hemashield woven double velour fabric was used for the procedure. After the aortic blockage was released, hemorrhaging occurred through the patch, during diapedesis. The physician was unable to stop the bleeding. The patch was removed and replaced with a different device. Bleeding was stopped. The method used to stop the bleeding is unknown at this time. The patient then became comatose and expired 2 weeks later.

Manufacturer narrative:
Being investigated. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.